Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right after implant procedure, atrial lead dislodgement was observed when the patient was still in the procedure room. The lead was repositioned. The patient was cardioverted three times during the reposition to treat the atrial fibrillation. The patient's condition was stable after the procedure.